Event description:
At the end of the procedure when the surgery team was attempting to use the carter thompson closure device laparoscopically, the sheath portion of the device disengaged upon surgeons attempting to use, bending the device and causing the sheath and main part of device to come apart into two pieces as it was being pulled out of the patient. This resulted in one piece being left inside the patient, which is not supposed to happen. Both pieces of device were immediately removed from patient and inspected. All parts of the device appeared fully intact. Although there was low suspicion of any additional pieces of device being broken off or left inside the patient, an x-ray was requested by rn at the end of the procedure to verify this. Radiologist confirmed no foreign bodies retained with exception of endo clips x4 used during procedure.